Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cabinet had shut down. A field service engineer (fse) found no visible cable issues, and the problem was isolated to the drawers. Testing confirmed that the power supply was unable to maintain voltage during drawer operation, causing system reboots; the power supply was replaced, resolving the reboot issue. Further testing showed that the drawers opened but the pockets did not release, and although the scate board and low-speed interface were replaced, the issue persisted. A technical support specialist (tss) remotely accessed the system and identified that the operating system software was not current and that the system was undergoing extensive updates; the tss advised that if the updates were unsuccessful, the hard disk drive should be replaced. The fse then reseated the moab cables and swapped the fuses, after which testing resumed with no additional issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet had shut down whenever a drawer had been opened and appeared that the cabinet had shorted when the drawer was opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.